Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown x3 insert. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that: patient's hip has dislocated seven times and her surgeon wants her to have a second revision. Patient wants stryker to pay for second revision. Patient's revision date to be scheduled.